Event description:
Information received from the field notes that the device was programmed to vvi due to subclavian crush on the atrial lead. The patient was mostly in intrinsic rhythm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - hospital